Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the patient had experience hyperopic result.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following implantation of an intraocular lens (iol) the patient experienced hypermetropia/regular astigmatism, mild swelling at incision site temporal. The surgeon has done flap lift in left eye, after lens implantation and flap amputation and hyperopic treatment with residual hyperopia and ingrowth in eye. Th patient experienced hazy/fuzzy/ blurry vision, double vision and headache. Treated with artificial tears/prednisolone acetate. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6 and h.10. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. However, the viscoelastic would not be contributory to the reported visual issues. The manufacturer internal reference number is: (B)(4).